Event description:
Dose or amount and frequency: infuse gamunex 50gm (500ml) intravenously daily for 3 days every 4 weeks. Patient reports the pump (serial number and expiration date not provided) screen just has a white circle and will not work normally. Unknown if md is aware. No interruption to therapy/missed dose or adverse event(s) reported due to product issue. Return material sent to patient for return of device associated with event. No further information provided. Reported to (B)(6) by: patient/caregiver.